Manufacturer narrative:
Additional, changed, and/or corrected data: d9 h3 h6. Laboratory analysis summary: based on the device analysis grid, the assessments of the complaint are: deflation: observed opening on radius side assessed as fold flaw opening. Calcification: observed calcification on the device. Anxiety-product/procedure: unable to observe since it is not related to the device. Additional observations: observed delamination total of the plug strap disk shell (cohesive failure). No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side deflation and exchange from textured to textured to smooth due to the patient concern of the implant. Physician later reported "adhered to partially calcified capsule." Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation and exchange from textured to textured to smooth due to the patient concern of the implant. Physician later reported "adhered to partially calcified capsule." Device has been explanted and replaced.